Event description:
After releasing the filter from the delivery system, the filter did not open up enough. Lateral and a/p views were done. The ivc measured 24mm in diameter. They removed the delivery system and placed a pigtail catheter to manipulate the filter legs and after manipulation, they opened. The filter placement was good.